Event description:
During index procedure, the physician used three in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the sfa of the left leg. Devices were successful, however residual stenosis remained which was treated with post-dilation and implantation of two complete se stents. Device was successful. Approximately 4 months post index procedure, the patient was hospitalized due to stent occlusion of the left limb. The patient was treated with thrombolysis. Investigator assessed that the reported event was definitely related to study device and procedure.

Event description:
The previously reported thrombolysis was performed one day prior to the previously reported pta.

Event description:
It is reported that approximately 6 months post index procedure, the event of stent occlusion of the left limb was treated with thrombolysis and pta with a non medtronic balloon.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (occlusion). Evaluation conclusions: inherent risk of procedure (occlusion). (B)(4).